Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 2032227-2014-04679.

Event description:
It was reported the customer was having issues with the sensor. The sensor needle hub didn't release from the serter when the button was pressed. No blood glucose level was noted. No further information reported.